Event description:
The account alleged the side rail will not latch. No pt impact.

Manufacturer narrative:
The technician found the bed sheet was caught in the side rail. The technician removed the bed sheet from the side rail to resolve the issue.